Manufacturer narrative:
(B)(4)

Event description:
It was reported on (B)(6)2010 that for the last 2-4 months, pt felt like she was going through withdrawal. This started after her last refill, when she took out too much medication. On (B)(6)2010, it was reported the pump medication had not been adjusted, it was unk if the pt had or would have surgery to fix the problem, the pt was still having problems and they were related to the pump. On (B)(6)2010, it was reported that pt believed pump was explanted in (B)(6)2010. Pt further reported that they had a "granuloma" and that the "catheter had curled up in a ball", but this had not been confirmed. A decision regarding the appropriateness of a pump re-implantation had not been reached. Add'l info has been requested, but was not available as of the date of this report.